Event description:
It was reported that pump touchscreen was cracked and shattered, although customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place existing pump in storage mode before returning it with a pre-paid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.